Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station qlock was showing as unknown device. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that remote manager was failed. The field service engineer (fse) replaced the controller board, after which all functions returned to normal. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station qlock was showing as unknown device. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.